Event description:
It was reported that the implantable neurostimulator depletion was normal but the patient was dissatisfied with the longevity. The patient¿s device was at an elective replacement indicator (eri) and had not lasted a year. It was further reported that the program settings were: program 1: 3.9v, 65 hz, 300 microseconds, 1025 ohms program 2: 2.9v, 65 hz, 300 microseconds, 978 ohms program 3: 3.0v, 65 hz, 300 microseconds, 1093 ohms program 4: 4.0 v, 65 hz, 450 microseconds, 359 ohms cycling was off for 17 seconds and on for 16 seconds. The patient did not increase or decrease therapy, they just turned it on or off. The percentage use was 61% and the total hours use since implant was 4916. The stimulator was at end of service (eos) per the clinician programmer. The patient had lost therapy. The estimated longevity was 13 months from the date of implant not considering cycling. It appeared that the implantable neurostimulator (ins) depleted prematurely as it was supposed to last 13 months and only lasted 11 months. It was further reported that a malfunction was suspected. The replacement was scheduled for (B)(6) and the patient was not receiving therapy at the time of the report. It was further reported that the patient¿s inr (international normalized ratio) was too high and the surgery was being rescheduled. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced. It was noted that no malfunctions were discovered during the operation. It was noted that the patient was doing well and getting effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va02g8f, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va034q2, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# va034q2, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient was scheduled for a replacement on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the battery experienced normal end of life. It was noted that telemetry and output were okay.

Manufacturer narrative:
(B)(4).